Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a blank screen and alarms. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 18august2022 via email and attached to complaint object: event date was updated from unknown to 02jul2022, no patient involvement, the event is ongoing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a crack on the right plunger case; tamper seals were intact. There was no evidence of the error or reported problem in the event history log (log was inaccessible). The reported problem was duplicated. Blank screen and constant alarm were found at power up. The investigation found that the pump was stuck between the upload process from base to head which was believed to have been the cause of the reported problem. For corrective action the software was uploaded to the device from base to head by using a power point process. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.